Event description:
Smiths medical international ltd., has been notified of an event that air leakage through the cuff after tube was in use for two days. Unit was pretested per instructions for use. No adverse outcome. Event occurred at (B) (6) hospital-(B) (6).

Manufacturer narrative:
Results evaluations: investigation: the returned units were functionally tested and the report of leakage was confirmed. Testing revealed a v-shaped tear of 2.19mm in the wall of the cuff, 25mm from the tip of the tube. A review of our complaints history confirmed there have been unconfirmed reports of this nature on this product lot, however, these are historical and do not indicate a systematic failure during manufacture. A technical documentation review was carried out which raised no anomalies and confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it is stated that the units were tested prior to use and only became deflated after 2 days in use. As such, this incident is unlikely the result of a manufacturing error. We have determined the root cause for this incident is that the cuff became damaged following insertion through the stoma. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the patient's anatomy can be experienced. This report has been logged for trending.